Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient staff injury was reported.

Event description:
The fse stated that the system boot up normally but intermittently had a dsad2 board error and x-ray disappeared during exam, (no fluoro). There is no report of injury or death associated with the event described in this complaint.